Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was having syncopal episodes due to oversensing. A merlin transmission revealed instances of noise that appeared to be myopotentials. The physician wanted to attempt to reproduce the signals with deep breathing. Turning off the lfa filter and performing a dft testing were recommended. No further information is available.